Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) was analyzed for this event. According to rdf analysis, the correct total blood volume (tbv) for the procedure would have been 5078ml; total volume collected in the reported incident was 500 ml which was less than 15% of the true tbv. The 15% of the true tbv = 761.7ml. A review of the device history record for this unit showed no irregularities during mfg that were relevant to this issue. Root cause: operator error. Corrective/preventive action: a report of operator error trends is distributed quarterly to the sale and implementation teams to determine the needs for targeted training opportunities.

Event description:
The customer reported that when a donor returned to the customer site for a donation, they discovered that on the previous collection an incorrect height was used: (B)(6) instead of (B)(6). For the donation in which the incorrect height was used, the operator collected a double platelet product. There were no adverse events during the incident, nor did the donor present with any issues afterwards, and there was no medical intervention required. This report is being filed due to a device malfunction in the form of operator error.